Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x28 synergy drug-eluting stent was selected for use to treat the lesion. However, during preparation when the protector sheath was removed, the distal to middle stent strut was stretched and deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. Additional information was requested on how stent detachment occurred however no response was provided. A visual examination of the crimped stent found the stent damaged, with struts distorted, stretched and lifted from the stent profile. The product stent protector was returned for analysis with the device and the inner diameter measured within specification. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire part of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the mid-shaft section found one midshaft kink at 41mm distal from the hypotube to midshaft bond. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x28 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation when the protector sheath was removed, the distal to middle stent strut was stretched and deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.